Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The viewer was analyzed and found to have an issue with the right side of display when installed on an in-house system. The complaint was confirmed based on the field evaluation/failure analysis. The probable root cause is due to a faulty right side display on the viewer.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the console viewer to resolve the reported right eye vision loss issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the console 1 right eye was out. The caller informed that this was a dual console system, and the issue was only present at console 1. The system logs showed no associated errors at the time of the call. The technical support engineer (tse) recommended performing a hard reboot on console 1 and reseating the blue fiber cable at both ends when able. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer power cycled with no resolve to the reported issue. The procedure was continued as a single console case rather than a dual console case. There was no harm to the patient and the procedure was completed robotically in a single console configuration.